Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display is dim and faded.

Manufacturer narrative:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display is dim and faded. Submitted: (B)(4) 2013, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the pump was intact without damage or battery compartment crack. The display was noted to be dim and faded. A test display was attached to the pump and illuminated properly without discoloration.